Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced that high blood glucose. The customer's blood glucose was 200, over 600 mg/dl. The customer was treated with the insulin pump and manual injection. The troubleshooting was not performed for high blood glucose and bent cannula. The product will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.